Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material could not be identified nor the root cause of it. It was also discovered that there was insufficient angulation which was presumed to have been caused by excessive stress. The events can be detected/prevented in accordance with the following instructions for use: operation manual chapter 3 preparation and inspection. Reprocessing manual chapter 5 reprocessing the endoscope (and related reprocessing accessories). Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Due to the nature of the reportable event (foreign material found in the nozzle), follow up regarding the cleaning sterilization and disinfection (cds) processes performed at the user facility was requested. Customer provided the following information: the device was cleaned, disinfected, and sterilized (cds) the product before it was sent in for repair. According to the customer, the following details regarding the cds process were unknown: when the foreign material adhered to the nozzle, whether there was delay in the start of the pre-cleaning, whether the air/water nozzle was flushed with air and water, or whether the nozzle was cleaned with lint-free cloths/brushes/sponges or flushed with detergent solution. There were no abnormalities in the accessories used for reprocessing. The device was returned and evaluated. In addition to the malfunction documented in b5, the additional evaluation findings are as follows: due to wear of angle wire, bending angle in the up direction did not meet the standard value; the connecting tube had a dent; the suction cylinder was shaved; the control unit had discoloration; due to clogging of the nozzle, water removal ability did not meet the standard value; adhesive on the bending section had a chip; due to wear of angle wire, the play of up/down knob was out of the standard value and the connecting tube had discoloration. In addition, the objective lens, the protector of the universal cord on the switch connector side, the scope connector cover, the forceps lever, the image guide protector, the up/down knob, the probe cover, right/left knob, scope cover, scope connector, the universal cord, the grip, the switch box, switch 1,3,4, and the control unit all revealed scratches. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the evis lucera gastrointestinal videoscope had an air/water flow issue. It is unknown when the issue was found and there is no known procedure information. The device was returned for evaluation. During the device evaluation, it was found that there was a foreign object inside the nozzle. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during the evaluation.